Manufacturer narrative:
E1: customer site was (B)(6). Reporter email was not available for both sites. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU and handbook contain information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of death was shock due to intestinal necrosis caused by non-obstructive intestinal ischemia. Although the blood flow of the superior mesenteric artery seemed to have decreased for some reason, the left ventricular assist device (lvad) flow was maintained without low flow until emesis. The macroscopic findings in the pathological autopsy revealed no thrombus in the superior mesenteric artery or celiac artery. No thrombus was seen in the lvad or left ventricle, and no cause if non-occlusive mesenteric ischemia was apparent. The death was no thought to be related to the device and the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was determined to be intestinal ischemia. The pump was explanted at the autopsy.